Event description:
Patient cannot see numbers on their display. While on the phone a review of the system was conducted. It was learned that the "tens" unit was missing from the display. A request was made to return the system for evaluation and in the meantime a replacement unit was provided. No serious injury or death occurred.